Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed high shock impedance measurements greater than 125 ohms in the triad configuration. When the configuration was rv coil to can, shock impedance measurements were 72 ohms. It was noted that all other lead measurements were stable and normal. Technical services (ts) discussed that it appears to be isolated to just the proximal coil since the rv coil to can was normal but the triad configuration was greater than 125 ohms. Ts indicated they could leave the rv coil to can configuration; however, the shock vector has changed; therefore, defibrillation threshold (dft) tests may change. Ts recommended retesting dft. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.